Event description:
It was observed that during the device evaluation, the colonovideoscope had noise in image and foreign material in the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise was due to damage on charged coupled device and most probable cause for connecting tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.